Event description:
A malfunction was reported with a pump showing "malf 1" error. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, but the malfunction recurred, and a replacement pump was arranged. The customer was informed to use a backup insulin pump and instructed on returning the faulty one.